Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that the seal on the trocar was torn by introduction of a 5mm instrument. Another trocar was opened and used to complete the case. There was no consequence to the pt.